Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed yellow wrench advisories associated with driveline faults; however, a specific cause could not be conclusively determined. The account submitted log files for review. Multiple yellow wrench advisories associated with driveline faults were captured throughout the log files which were silenced. These driveline faults appeared to result from an issue with phase 1. The other phases did not appear to contribute to the fault. The pump remained above the low-speed limit and appeared to be functioning as intended the patient remains ongoing on heartmate ii lvas, serial number (B)(6). Multiple attempts for additional information were sent to the customer and no further detail was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 28mar2017. The most recent revision of the heartmate ii instructions for use (IFU) section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including driveline faults. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was recently inpatient for unrelated reasons. X-rays were obtained inpatient so the lack of education on performing them allowed some overlap to occur during the filming. The center decided to do routine check-in films on their diagnosed short to shield and phase to phase patients to assess for any worsening integrity of the wires. Patient on an ungrounded cable at home. No new alarms or patient complaints; however, log file submitted continued to capture driveline fault events throughout the event history. The phase data indicates that the green wire is not passing any current which may mean that the green wire is completely severed at some point along the driveline. The x-ray images do not show any areas of concern. There were no other unusual events recorded in the log file event history. Additional information requested but not provided.